Event description:
It was reported that a user accidentally separated the infusion site from the inserter and initially attempted to deploy the infusion set with the needle guard in place, resulting in an incorrectly deployed infusion set and disrupted insulin delivery. Symptoms included no adverse clinical effects. Outcomes included successful resumption of insulin delivery after education and replacement of the infusion set. Investigation included agent-guided troubleshooting and user education on proper insertion technique and handling to prevent set damage. Investigation of this case revealed user handling error leading to improper infusion set deployment, with the affected component being the infusion set and its inserter. It was concluded, based on previously established findings for similar reports, that the cause was user error.